Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced mesh erosion, urinary problems, bowels problems, recurrent bleeding, dyspareunia and neuromuscular problems. A removal of the mesh and vaginal colpopexy were performed.